Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having chronic pain in their back and the implantable neurostimulator (ins) wasn't working. Stimulation was totally dead and the patient didn't bring their patient programmer (pp) with for their MRI of their lumbar as it wasn't working. It was reviewed that without the pp working it was unknown what the patient qualified for in regards to their MRI. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.